Event description:
It was reported that the device battery depleted within the warranty period. The customer presumed the device longevity should last longer than the warranty. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found that there was a false trigger of the elective replacement indicator (eri).